Event description:
A malfunction alarm was reported with the code malf 16 displaying on the pump, which needed to be reset but recurred even after troubleshooting. There was no reported adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl and remained within normal range. The customer was assisted by technical support, which provided instructions for resetting the pump and putting it into storage mode. The customer understood the process and planned to use multiple daily injections as a backup therapy. A replacement pump was arranged to be shipped, and the customer was instructed to return the malfunctioning pump using a pre-paid label.